Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported stem subsided, revision surgery using larger stem.

Manufacturer narrative:
An event regarding subsidence involving a securfit stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the hip is reduced and the stem has subsided approximately 2-centimeters into an intact femoral canal where it appears, initially, considerably undersized. In this large male patient, gross under sizing of the primary hip stem resulted in subsidence without fracture of the femur. Revision to a larger stem addressed the problem." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation per the medical review concluded "that the hip is reduced and the stem has subsided approximately 2-centimeters into an intact femoral canal. Gross under sizing of the primary hip stem resulted in subsidence without fracture of the femur." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported stem subsided, revision surgery using larger stem.